Manufacturer narrative:
Plant investigation: the reported complaint symptom iipv (dv > 200% of fv)) was not confirmed. Remove hb from ht warning was encountered. Scale reading error warning was encountered. Physical damage was encountered. A visual inspection of the returned cycler exterior showed the rear panel was pushed inward at the pump side of the cycler, and because of this the top cover cabinet was pushed upward and making contact with the rear right-corner (pump side) of the cycler. During a simulated treatment setup, a (remove hb from ht warning) occurred. A check in diagnostics showed that the unloaded scale reading was -778.4 grams. At the end of fill 1, an (scale reading error warning) occurred. A check in diagnostics showed that with the heater bag on the scale, the approximate weight displayed was 1778 grams. The warning was cleared and the treatment was continued. At the end of fill 2, a (scale reading error warning) occurred. A check in diagnostics showed that with the heater bag on the scale, the approximate weight displayed was 1778 grams. Simulated treatment was completed without any problems occurring. The system air leak test passed. The valve actuation test passed. An initial check of the scale, showed that the load cell verification was out-of-specification. The load cell verification failed at the 2000g and 4000 g weight tests. The ¿go/ no go gauge¿ check failed. The ¿go gauge¿ failed on the left, rear side of the heater tray. The ¿go gauge¿ also failed at the left, center and right rear of the heater tray. Reseat the rear panel and reinstalled the top cover and heater tray, the load cell verification was within tolerance. The rear right-corner (pump side) of the cycler rear panel was pushed forward in front of the right rear panel support block. There were no other discrepancies encountered. After repairs the load cell verification passed. A DHR was processed with no findings or deviations.

Event description:
"."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient reported to technical support that slow drains were experienced during treatment on the liberty select cycler. Treatment data was provided and assessed for 150% and 180% iipv and did reveal an episode of increased intraperitoneal volume (iipv). The largest drain volume from this treatment occurred during drain (1) where 5761ml drained. This drain is 290% of the prescribed fill volume. In order to be a reportable malfunction, at least 180% of the prescribed fill volume would have to have been drained. A 180% of fill volume 1984ml is 3571ml. Therefore, a reportable malfunction has occurred. The patient was advised to discontinue use of the cycler. The patient indicated that treatment would be completed with continuous ambulatory peritoneal dialysis. Follow up with the patient¿s peritoneal dialysis nurse indicates that the patient did not experience any complications as a result of the alleged event. Treatment was resumed on a replacement cycler.